Event description:
It was reported that during a superficial femoral artery pta / stenting treatment procedure, the express biliary ld 8.0x40x75cm stent dislodged from the delivery balloon requiring surgical intervention. The lesion being treated was non-calcified and 70% stenotic in a non-tortuous proximal sfa. The physician used a 6f/10 cm pinnacle introducer sheath for vascular access and a .035" amplatz super stiff guidewire to cross the lesion. No guide catheter was used. It is noted that the lesion was not predilated. The physician experienced no difficulties navigating through the introducer sheath from the right groin vascular access site. As he was tracking the stent over the iliac bifurcation, the stent dislodged from the balloon. He attempted to remove the stent by re-crossing the stent with a .018"wire and threading a 2 mm cordis balloon through and beyond the stent. He inflated the balloon and pulled the balloon and stent back into the right groin area of the right common femoral artery. The patient's condition remained stable during this event. The patient was taken to surgery to have the stent removed. The surgeon was very confident that this would be accomplished with no issues.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.